Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that both ports of a y-type blood/soln set appeared to be separating from the spikes. This was described as ¿immediately prior to priming the tubes, the nurse checked both spikes of the y-type blood tubing and noted the glue separating the spikes from the attached tubes¿. This was identified prior to use; the tubing (set) had not yet been attached to a bag. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection using the naked eye did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which included leak, pressure and clear passage tests with no issues noted. Additionally, a pull test was performed and no separations were noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.